Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed was due to defective scope socket. Presumable cause for the buttons of the front panel do not work could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported intended procedure was a gastroscopy. The patient was not under anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customer's allegation that the buttons on the front panel were non-functional during inspection at the repair center. Additionally, it was determined that the complaint about the lack of an image was attributable to a faulty scope socket. The investigation is ongoing and the follow-up with the user-facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had a panel key malfunction and no image. The issue was found during preparation for use in an unknown procedure. There were no reports of patient harm.